Manufacturer narrative:
A root cause has not been identified. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the (B)(6) pt safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no 1:23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. Investigation, including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A nurse manager reported that a pt received a corneal burn during cataract surgery. Add'l info has been requested. Add'l info received from the company rep that visited during another surgery, indicated that the surgeon had used a different incisional knife and that once he switched back to the original size, the procedure went smoothly. The surgeon had been using this combination when the thermal injury had occurred without realizing there was a difference in the keratome size.